Event description:
It is reported that the pt had sudden onset increased pain around (B)(6) 2010. X-rays of the hip taken on (B)(6) 2010 revealed a fracture of the stem at the junction.

Manufacturer narrative:
This report will be amended when our investigation is complete.